Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that, the customer had high blood glucose as 490 mg/dl. Customer also reported that, the reservoir was leaked at o-ring due to moisture damage and received no delivery alarm. The insulin pump will not be returned for analysis. Customer treated high blood glucose with a bolus using the pump. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. Customer declined troubleshooting for high blood glucose. Customer did not do the self-test. The insulin pump will not be returned for the analysis.